Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation post implantable pulse generator (ipg) replacement. At the time of replacement, the right atrial (ra) lead pacing was set to unipolar. The device subsequently showed a lead alert and was and the capture management was turned off. The patient still experienced stimulation and the cause was suspected to be that the lead was touched at the time of replacement and the lead was likely to exhibit aging degradation. Lead programming is planned and the lead is being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.